Manufacturer narrative:
Since the subject device was not returned for evaluation, the referenced phenomenon could not be confirmed. As the checking of the manufacturing record of same lot, nothing abnormal was detected. Appearance of the basket wire. Appearance of the brazed part. Overflown length of the brazing filler at the brazed part. Outer diameter of the brazed part. The cause of the event could not be determined conclusively. However, based on the similar case in the past, it is surmised that the pipe fractured because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. There is the following description in the instruction manual. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, "emergency treatment" may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place.

Event description:
The basket wire of the subject device snapped in two places while the physician was attempting to crush a stone during a stone extraction procedure. The physician completed the procedure. There was no patient injury reported.